Event description:
The extensions were found to be severed inside the pt. They were replaced. No additional clinical info or device troubleshooting info was provided. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
9/18/2008 the extensions were returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.